Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue; there was a speaker error message and no sound from the speaker. The fse replaced the speaker to resolve the issue; normal operation was confirmed after the replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #(B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was a speaker malfunction error message displayed on the device and the speaker would not produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.